Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced thrombus in the superior vena cava (svc). The ipg system was replaced with a cardiac resynchronization therapy pacemaker (crt-p).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two weeks post implant procedure of the implantable pulse generator (ipg) system, the infection occurred. It was noted that the origin of the infection was sepsis and organism was meticillin-sensitive staphylococcus aureus (mssa). It was noted that the patient presented to emergency department a few days after pacemaker implant due to fever and malaise. Antibiotics were administered. Ipg system was explanted and will be replaced in a later date. No further patient complications have been reported as a result of this event.